Event description:
Per the customer, the device was inaccurate during registration during a procedure. The surgeon was able to achieve surface registration and complete the procedure. The procedure was completed successfully with the same device without a clinically significant delay. No medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device was inaccurate during registration during a procedure. The surgeon was able to achieve surface registration and complete the procedure. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d3, d5, g1, and g4. D9 and h6 coding has been updated to reflect investigation conclusion.